Event description:
The customer reported that the unit would power on by itself. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit would power on by itself. There was no report of pt involvement. The unit was evaluated by philips and the failure was confirmed. The unit would also power off if the switch were touched. Replacement of the therapy switch resolved this failure. The unit passed all testing and was shipped back to the customer site.